Manufacturer narrative:
It was reported that the arterial pressure reading were abnormal. The failure occurred during priming and did not cause a pump stop. A different cardiohelp was used for the treatment. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The failure could not be reproduced. A frayed but functional connection cable for internal sensors was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis confirmed that no pump stop was initiated due to abnormal pressure readings. No exact root cause could be determined for this event, since the cable was fully functional even when it was frayed. However according to the risk file following root causes can lead to the reported failure: wrong pressure information due to: - wrong plugged external pressure or disconnection (mix up). - response time is too long. - positive or negative pressure beyond specification (release of tubes). - to high/low atmospheric pressure. In the instruction for use for the cardiohelp in chapter 2.2.4 "general precautionary measures during use" is stated to not bend or clamp the tube while the pump is running. Furthermore in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6) 2022 for the period of 2011-04-01 to 2022-09-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-04-01. Based on the results the reported failure "arterial pressure reading were abnormal" could not be reproduced and is not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that arterial pressure reading were abnormal. The failure occurred during priming and a different cardiohelp was used for the treatment.complaint ID: (B)(4).